Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent implantation procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture within the duodenum. The stricture was approximately 7cm in length and the patient anatomy was noted to be tortuous. The proximal end of the lesion was dilated prior to stent placement. During the procedure, the stent system was advanced across the lesion. However, when the physician attempted to deploy the stent, the handle detached from the outer sheath. The stent was unable to be deployed at all inside of the patient. The device was removed and the procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found the stent to be partially deployed, some of the polytetrafluoroethylene (ptfe) coating to be detached, and the outer sheath to be detached from itself, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent deployment issue (partial deployment). (B)(4) for the evaluation findings of catheter detached from itself and catheter delamination. A visual examination of the returned device found that the stent was partially deployed by approximately 14mm. It was noted that the outer sheath had broken at 1mm distal to the distal handle leaving a piece of outer sheath 1mm in length still attached to the distal handle. The outer sheath was stretched for a distance of 120mm from its proximal end. The clear section of the outer sheath was kinked at 10mm from its proximal end. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent however a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.